Manufacturer narrative:
As received, a complete lead was returned in one piece. The lead was measured to be within specification. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for lead revision due to persistent diaphragmatic stimulation exhibited by the left ventricular lead. The lead was explanted and replaced. The patient was in stable condition.